Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the subject device tested positive for bacillus spp.(2 cfu/100 ml) but the test result cleared french guideline. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test conducted on march 12, 2018 by the facility, the subject device tested positive for following bacteria. Suction channel:micrococcus spp. (2 cfu/50 ml), environmental bacteria (1 cfu/50 ml). Air/water channel:micrococcus spp. (2 cfu/50 ml), staphylococcus epidermidis (1 cfu/50 ml). Auxiliary channel: environmental bacteria (1 cfu/50 ml). The result of the culturing test indicated no microbial growth for the instrument channel. The subject device also tested positive for following bacteria in additional surveillance culturing test by the user facility on (B)(6) 2018. Auxiliary channel: staphylococcus xylosus (3 cfu/30 ml). Instrument channel: staphylococcus spp. (28 cfu/30 ml), staphylococcus xylosus (7 cfu/30 ml). Suction channel: staphylococcus spp. (1cfu/30 ml), kocuria kristinae (3 cfu/30 ml). The result of the additional culturing test indicated no microbial growth for the air/water channel. The subject device had been reprocessed using a non-olympus automated endoscope reprocessor (soluscope3, soluscope4) with peracetic acid. There was no report of patient infection associated with the event.